Event description:
During a surgical procedure the permanent cautery hook instrument was giving off smoke, making it difficult to see. The instrument was removed and replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.